Event description:
It was reported that the unit powered on normally; however, approximately 45 seconds into the boot-up process, it produced a loud bang accompanied by a burning smell and visible sparks. No error codes were displayed, and no patient involvement or patient issues were reported.